Manufacturer narrative:
Inspected one opened reservoir and found that the reservoir had a missing septum. Leakage will occur.

Event description:
The customer stated that she was not able to draw the insulin into the reservoir. However, the customer used another reservoir and the insulin drew successfully.